Manufacturer narrative:
A visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. Blood was visible within the balloon which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied. A balloon pinhole leak was identified 2.5mm distal to the distal edge of the proximal markerband. A visual and microscopic examination found no issue with the markerbands which could have contributed to the complaint incident. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of a moderately tortuous forearm. A 6.0 x 150, 75cm mustang¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt of a moderately tortuous forearm. A 6.0 x 150, 75 cm mustang¿ balloon catheter was advanced for dilatation. However upon inflation, the balloon ruptured. The device was completely removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.